Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the intuitive surgical, inc. (Isi) clinical sales representative (csr) contacted the isi technical service engineer (tse) on behalf of the customer regarding system error c-34 occurring when the customer attempted to apply monopolar energy. Before tse was contacted, the csr guided the customer to replace the cautery cable and monopolar instruments without success. Tse requested for the csr to provide the customers direct contact information for further troubleshooting steps. Tse called the surgeon, and the surgeon was asked to verify if there were any possible magnetic interference generated by an external device, which was determined that was not the case with this reported event. Tse guided the customer to perform a power cycle on the erbe with no success. Tse guided the customer to use an external forcetriad generator with activation cable for monopolar energy. The customer was able to successfully setup the external forcetriad. The customer was continuing with the surgical procedure using the forcetriad for the monopolar energy. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able reproduce the issue and replaced the vio integrated electrosurgical generator unit (iesu) and cleaned the air filters. They system was tested and verified as ready for use. As of the date of this report, the iesu has not yet been received by intuitive surgical, inc. (Isi) for evaluation.

Manufacturer narrative:
The vio integrated electrosurgical generator unit (iesu) has been evaluated by the failure analysis (fa) team. Fa was able to confirm the reported complaint via system logs and reproduce the issue during in-house testing. During power-on test, the c-34 error was found. Upon visual inspection, no issues were found that would be related to the reported event. The probable cause of error c-34 is attributed to a faulty electrical component inside the erbe generator. This error indicates a lower voltage than expected during energy activation.